Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site in the pt's right coronary artery. Upon an attempt to inflate the balloon catheter, the balloon burst. Subsequently, the stent became dislodged from the balloon catheter and embolized to an unknown location in the pt's anatomy. There have been no complications reported relative to this event.